Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician saw an episode of ventricular fibrillation (vf) caused by ventricular tachycardia (vt) as a result of inefficient mode switching, so a shock was delivered. Other vf/vt episodes were seen in the device history with appropriate therapy. Device programming changes were made and the patient was enrolled in merlin.net. The patient is in stable condition.